Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user repeatedly received an alert to restart the ilet, identified as a motor stall, occurring six times before troubleshooting; after a rewind and a dry fill tubing run without the alert, the user inserted all new supplies, confirmed visible drops, and successfully resumed insulin delivery, with blood glucose reportedly unaffected and the system paired with a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.